Event description:
Caller states, the patient tested 7.4 inr on the coaguchek s system while a comparison lab returned as 4.6 inr. Patient's coumadin dose was held based on meter result. No adverse event reported. Requested return of suspect device and replacement was sent.